Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by damage to the image sensor unit due to stress, external factors, or by a failure of the components mounted on the electrical board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye flex 3d deflectable videoscope exhibited an abnormal color tone and a blooming image due to damage to the imaging unit and video connector. There were no reports of patient involvement.